Manufacturer narrative:
Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an endeavor resolute drug eluting stent to treat a 30mm lesion in the proximal lcx with chronic total occlusion (artery diameter 3.5mm). There was no damage noted to packaging and no issues when removing the device from the hoop/tray. The device was inspected and no issues noted. No difficulties noted when removing the protective sheath. The stent was inspected post-removal of the protective sheath with no issues noted. Negative prep was successfully performed. There were no abnormalities reported in relation to anatomy and the device did not pass through a previously deployed stent. The lesion was pre-dilated and resistance was observed when advancing the device. Excessive force was not used during delivery. The physician observed that the stent dislodgement occurred during advancement of the device. The stent dislodged when it was close to the lcx. The physician commented that the severe stenosis of the cto lesion caused the dislodgement. The dislodged stent was not removed. It was deployed with the balloon of the same endeavor resolute device where it was dislodged. Post dilation was performed sufficiently. The patient is alive with no injuries.